Manufacturer narrative:
Tech found the head of bed will not go up or down due to bad hydraulic power unit. Replaced the hydraulic power unit to resolve this issue. Bed located in storage.

Event description:
Info received that the head of the bed will not go up or down. No alleged injuries by account.